Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00906. This report is being submitted as additional information. Approximate age of device - 8 days. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on lvad support. A direct correlation between device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while admitted following lvad implant on (B)(6) 2017, the patient¿s white blood cell count began to rise on (B)(6) 2017. Vancomycin and zosyn were initiated. Blood and urine cultures were negative; however, the patient was still treated with antibiotics. Antibiotics were discontinued on (B)(6) 2017 and leukocytosis resolved. The patient¿s white blood cell count returned to normal at 12.26 on (B)(6)2017.